Event description:
A peritoneal dialysis pt reported that he received a m71.1 pressure leak error at the start of treatment. He indicated when he opened the cassette door, it was wet. There is no report of pt ill effect. There is no sample available for evaluation.

Manufacturer narrative:
There was no sample available; therefore, the complaint is deemed as unconfirmed. No further investigation required. Event data will be trended per quality data analysis procedure.